Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03069. D10: ulnar component plasma sprayed size 5 75 mm length right cat: 00840002507, lot: 64662268. G2: foreign: finland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to component loosening and poly wear approximately two years and seven months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial right elbow fracture with right elbow arthroplasty. Initial anatomic alignment without abnormality. Subsequent images demonstrate progressive osteolysis along the ulnar and to a lesser degree humeral implants with suspected ulnar implant loosening as noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 2 year follow-up ¿ moderate pain ¿ rom > 100 degrees and stable ¿ radiolucency noted in areas 28-36 of lateral view, and areas 10-18 on ap view ¿ ulnar osteolysis found to be present to the distal, medial, and proximal aspects ¿ suspected/presumable aseptic ulnar component loosening, revision ¿ no further details regarding reoperation available currently ¿ operation position of the implants were evaluated good, but there was minimal poly wear (the edge of the plastic was rounded) on medial side. The ulnar component was loose. No metallosis existed. Five tissue samples were negative in bacterial culture, but synovial fluid cells were 5000, of which 88% were neutrophils. But the patient suffer from rheumatoid arthritis. I interpreted the case an aseptic loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported event is confirmed as x-ray was provided.